Manufacturer narrative:
The pump was received with constant motion sensor test failure alarms during rewind due to motor encoder out of phase. The displacement test was unable to be performed due to motion sensor test failure alarm. There was no motor error alarm noted. The pump was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 330 mg/dl. The customer states receiving motion sensor test failure alarm. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.